Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture at 7.5 v, 1.0 ms. Chest x-ray revealed that the lead was dislodged. Left ventricular pacing was turned off. The patient will be reassessed in six months.